Event description:
The user facility reports the following: the IV tubing separated just below the hub. In 05/2001 add'l info was received from the user facility which indicated that the IV tubing separated somewhere in the middle of the set causing an unknown amount of blood loss. At this time it was determined this incident was a medical device reportable event.